Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited noise over-sensing, causing inappropriate capture and pacemaker-mediated tachycardia. The atrial lead was capped and replaced on (B)(6) 2022. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited noise over-sensing, causing inappropriate capture resulting in pacemaker-mediated tachycardia. The atrial lead was capped and replaced on (B)(6) 2022. Patient condition was stable.